Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead exhibited impedance values greater than the upper limit. Chest x-ray revealed that the lead had external conductor failure. The lead was capped and replaced on (B)(6) 2019. The patient¿s condition was stable.